Event description:
3 false positives for flu a and 1 false positive for flu b, multiple patients. All patients were asymptomatic. No mention of a confirmatory testing method.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.